Manufacturer narrative:
Additional, changed, and/or corrected data: b3 b6 d1 d4 d6a.

Event description:
Patient reported for right side "capsular contracture baker grade iii - IV", "formation of wrinkles¿, ¿noticed an increasing prevalence of broste. Form change¿, ¿now pain¿, ¿foreign symptoms¿, ¿sunken implant on the right¿, ¿a state of illness¿, ¿the scar after previous access in the ubf has slipped onto the implant¿, ¿palpation of the right breast elastic but rough capsule¿ the device has been explanted with complete capsulectomy (en bloc).

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ wrinkling of the skin: unable to observe. ¿ deformation: observe deformation device. ¿ capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported for right side "capsular contracture baker grade iii - IV", "formation of wrinkles¿, ¿noticed an increasing prevalence of broste. Form change¿, ¿now pain¿, ¿foreign symptoms¿, ¿sunken implant on the right¿, ¿a state of illness¿, ¿the scar after previous access in the ubf has slipped onto the implant¿, ¿palpation of the right breast elastic but rough capsule¿ the device has been explanted with complete capsulectomy (en bloc).

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii - IV.

Event description:
Patient reported for right side "capsular contracture baker grade iii - IV", "formation of wrinkles¿, ¿noticed an increasing prevalence of broste. Form change¿, ¿now pain¿, ¿foreign symptoms¿, ¿sunken implant on the right¿, ¿a state of illness¿, ¿the scar after previous access in the ubf has slipped onto the implant¿, ¿palpation of the right breast elastic but rough capsule¿ the device has been explanted with complete capsulectomy (en bloc).